Event description:
Patient's vns is migrating and causing her a lot of discomfort. The patient has been seizure free but she would like to change the location of her device as it is kind of painful under her left arm pit. No known surgical interventions have occurred to date. No other relevant information has been received.